Event description:
It was reported by service report that the fowler could not be raised from the flat position and the foot end of the stretcher could not be lowered. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: fowler, release rod.